Event description:
During a percutaneous transluminal angioplasty, a piece of the balloon remained in the vessel after the balloon was removed (the left iliac). A stent was implanted over the piece of balloon to prevent an embolism.